Event description:
It was reported to philips that when the customer selected manual mode and selected with the selector switch 150 joules, the heartstart xl defibrillator rose to 5 joules and did not charge for shock during patient use. There was no negative patient impact.

Manufacturer narrative:
(B)(4).